Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and the y-site detached from the tube was observed. The reported condition was verified. The cause was determined to be from improper manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6: investigation findings and conclusions (replace codes), previous h11. H11: per visual inspection, the insertion and solvent application were within the specification and the dimensional tube was within specification. The cause of the separation could not be determined; however, may be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked when the y-site separated from the tubing. This was observed during setup. There was no patient involvement. No additional information is available.